Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: sheath: 6fr, 14fr. Proglide suture x1. Plavix, heparin. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a percutaneous coronary interventional procedure. Reportedly, something "felt off", but sutures were placed with two progide devices. The sheath was upsized to 14fr. The procedure was completed and when pushing the proglide knots, they would not advance. The physician thinks it was because of the calcium at the access site. Hemostasis was achieved with a cut down. The physician is reported to be trained in the use of the proglide device and established in the preclose procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.